Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced elevated blood glucose (bg 324-342 mg/dl) and ketone level was high. Cause was not known. Customer administered manual insulin injections to address bg. Customer went to the emergency room (ER) and was treated with intravenous insulin/saline. Elevated bg/ketones resolved. Customer was discharged from the ER the next day with no permanent injury. Pump system check was performed and pump was found to be functioning as intended. Customer acknowledged information. Customer also reported to have inadvertently pulled the cartridge pigtail tubing off and acknowledged that use error was the cause. Customer changed the cartridge and resumed insulin therapy. Bg at time of this event was 288 mg/dl.